Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. There was no impact to customer's blood glucose (bg) level due to the cartridge alarm. In addition, a malfunction alarm occurred after unsuccessful attempts at changing the cartridge. The customer's blood glucose level was impacted by the malfunction alarm (250 mg/dl). The customer delivered a manual injection. It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy. Customer declined follow up by tandem technical support to ensure customer obtained backup insulin therapy.